Event description:
On 2024-09-12: integrum received information that the axor ii unit (B)(6) has fallen off the abutment during use. No injuries reported. Manufacturing investigation performed, batch documentation reviewed. No deviations found, the device has been manufactured according to specification. On 2024-10-01 integrum received the axor ii unit (B)(6) and report form for investigation. During investigation the reported issues could not be replicated. The axor ii (B)(6) could not be fully opened to don the abutment rig for execution of the abutment extraction test. It was found that the spring was damaged, caused by that the spring had been tightened to much and damaged. The issue could have been caused during disassembly and assembly during last cleaning service by cpo, however not confirmed. The unit has not been sent to integrum for annual service according to instructions in the IFU. The clamps had clear dents and scratch marks on the bottom indicating that the abutment has not been inserted all the way into the axor during use. During the service all damaged components were replaced and the unit was functionally tested according to specification with approved results. A feedback report will be provided to the customer highlighting the importance of following the IFU to ensure a stable connection and prevent damage or wear to the clamps and that the device shall not be used if a stable connection cannot be achieved. Information to send the unit to integrum for annual service according to the IFU.